Event description:
According to the reporter: during a cholecystectomy, the trocar was placed in the patient but the balloon would not inflate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.